Event description:
In a journal article, the investigators reported there was a mean error of toric iol alignment of 5.68 degrees (0-14) between the flat axis of the implant and the theoretical axis of alignment. The position error was less than or equal to 5 degrees in 52.6% of cases., less than or equal to 10 degrees in 90% of cases and less than or equal to 15 degrees in 100% of cases. The investigators concluded that the predictability of the alignment of the implant on the desired axis three months postoperative is good. Per the investigations there are two factors that may be the cause of the reported error: poor perioperative alignment of the flat axis of the implant on the theoretical axis of alignment and postoperative rotation of the implant.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough info was provided from the account for further investigation. Citation: humbert g. Colin j. Touboul d. Acrysof toric (sn (B)(4)) intraocular lens implantation: refractive predictability and aberrometric impact of decentration journal francais d'ophtalmologie (2013) 36, 352-361. (B)(4).